Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An accelerated stress test (ast) 3-hour simulated treatment was performed and passed with no alarms or other issues. There were no fluid leaks in the test cassette during the test. The cycler underwent and passed a system air leak test, a balloon valve actuation test, a patient pressure sensor test, and a mushroom head check. An internal visual inspection of the cycler found indications of an insect infestation on the bottom cover under the pump assembly. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to fresenius technical support (ts) that a fluid leak that occurred during the patient¿s treatment. Prior to discovery of the fluid leak, there were multiple alarms that occurred. The first alarm was a ¿drain line (dl) is blocked¿ message, which was caused by a pinch (or bend) in the drain line. The contact realized the cycler cart had rolled over the drain line while they were asleep. Later on, after straightening out the drain line, the cycler alarmed with multiple ¿m31 air detected in cassette¿ warning alarms. After inspecting the setup, the contact realized that the unused lines from the cycler set were not clamped. They admittedly forgot to clamp them during setup. Despite there being unclamped lines, there were no leaks noted at the time. The m31 alarms continued, and the patient¿s treatment was eventually discontinued. The patient did not complete their treatment. It was reported that the patient was away from home on a trip, and they did not have any manual supplies with them. However, it was confirmed the patient was trained to perform manual pd therapy, in addition to stat drains if necessary. Later in the morning, the patient¿s contact went to break down the cycler by removing the disposable supplies. When they opened the cycler door to remove the cassette, fluid leaked out everywhere. They did not see any damage on the cassette and were unsure where the fluid was leaking from. They contacted the patient¿s pd registered nurse (pdrn) to update them on the situation. The pdrn prescribed the patient with prophylactic antibiotics, keflex, which the patient took twice daily for 3-days (dose unknown). Despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention as a result of the reported event. Furthermore, the contact confirmed that the patient¿s effluent remained clear. After speaking with their pdrn, the were advised to contact fresenius technical support (ts). Ts advised them to discontinue use of the cycler and a replacement cycler was issued to the patient. It was confirmed the replacement cycler was received. At the time of follow-up, the patient was continuing their pd therapy on the new machine without any further problems. The old cycler was picked up and returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: h6.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to fresenius technical support (ts) that a fluid leak that occurred during the patient¿s treatment. Prior to discovery of the fluid leak, there were multiple alarms that occurred. The first alarm was a ¿drain line (dl) is blocked¿ message, which was caused by a pinch (or bend) in the drain line. The contact realized the cycler cart had rolled over the drain line while they were asleep. Later on, after straightening out the drain line, the cycler alarmed with multiple ¿m31 air detected in cassette¿ warning alarms. After inspecting the setup, the contact realized that the unused lines from the cycler set were not clamped. They admittedly forgot to clamp them during setup. Despite there being unclamped lines, there were no leaks noted at the time. The m31 alarms continued, and the patient¿s treatment was eventually discontinued. The patient did not complete their treatment. It was reported that the patient was away from home on a trip, and they did not have any manual supplies with them. However, it was confirmed the patient was trained to perform manual pd therapy, in addition to stat drains if necessary. Later in the morning, the patient¿s contact went to break down the cycler by removing the disposable supplies. When they opened the cycler door to remove the cassette, fluid leaked out everywhere. They did not see any damage on the cassette and were unsure where the fluid was leaking from. They contacted the patient¿s pd registered nurse (pdrn) to update them on the situation. The pdrn prescribed the patient with prophylactic antibiotics, keflex, which the patient took twice daily for 3-days (dose unknown). Despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention as a result of the reported event. Furthermore, the contact confirmed that the patient¿s effluent remained clear. After speaking with their pdrn, the were advised to contact fresenius technical support (ts). Ts advised them to discontinue use of the cycler and a replacement cycler was issued to the patient. It was confirmed the replacement cycler was received. At the time of follow-up, the patient was continuing their pd therapy on the new machine without any further problems. The old cycler was picked up and returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to fresenius technical support (ts) that a fluid leak that occurred during the patient¿s treatment. Prior to discovery of the fluid leak, there were multiple alarms that occurred. The first alarm was a ¿drain line (dl) is blocked¿ message, which was caused by a pinch (or bend) in the drain line. The contact realized the cycler cart had rolled over the drain line while they were asleep. Later on, after straightening out the drain line, the cycler alarmed with multiple ¿m31 air detected in cassette¿ warning alarms. After inspecting the setup, the contact realized that the unused lines from the cycler set were not clamped. They admittedly forgot to clamp them during setup. Despite there being unclamped lines, there were no leaks noted at the time. The m31 alarms continued, and the patient¿s treatment was eventually discontinued. The patient did not complete their treatment. It was reported that the patient was away from home on a trip, and they did not have any manual supplies with them. However, it was confirmed the patient was trained to perform manual pd therapy, in addition to stat drains if necessary. Later in the morning, the patient¿s contact went to break down the cycler by removing the disposable supplies. When they opened the cycler door to remove the cassette, fluid leaked out everywhere. They did not see any damage on the cassette and were unsure where the fluid was leaking from. They contacted the patient¿s pd registered nurse (pdrn) to update them on the situation. The pdrn prescribed the patient with prophylactic antibiotics, keflex, which the patient took twice daily for 3-days (dose unknown). Despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention as a result of the reported event. Furthermore, the contact confirmed that the patient¿s effluent remained clear. After speaking with their pdrn, the were advised to contact fresenius technical support (ts). Ts advised them to discontinue use of the cycler and a replacement cycler was issued to the patient. It was confirmed the replacement cycler was received. At the time of follow-up, the patient was continuing their pd therapy on the new machine without any further problems. The old cycler was picked up and returned to the manufacturer for physical evaluation.